Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-16. H6: investigation summary: bd received ten (10) samples for investigation. The samples were evaluated by functional stopper pop off testing and the indicated failure mode for stopper pop off with the incident lot was observed with six (6) of the ten (10) samples failing the functional stopper pop off testing. It was also observed during the testing shield/closure separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off and shield/closure separation. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. CAPA 1875009 has been initiated. Bd was not able to identify a root cause for the indicated failure mode of shield/closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the ,bd vacutainer® serum blood collection tubes the device experienced stopper pops out of the tube. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: several areas of the hospital report that the tube, after opening it to take the blood sample, does not closes well, causing a spill of blood and a new sample draw is needed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the ,bd vacutainer® serum blood collection tubes the device experienced stopper pops out of the tube. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: several areas of the hospital report that the tube, after opening it to take the blood sample, does not closes well, causing a spill of blood and a new sample draw is needed.